Event description:
It was reported that there was an occasional p-wave undersensing during arrhythmia. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.